Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas alleging an inaccurate delivery issue with the pump. There was no programming/settings issues found with the basal delivery. There is no additional information available for this complaint. This complaint is reportable as there is an allegation against the delivery function of the pump.

Manufacturer narrative:
Follow-up #1: date of submission 08/15/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/10/2016 with the following findings: the total daily dose (tdd) history matched the bolus history and basal segment programmed by the user. There were no errors, alarms or warnings in the alarm history indicating an interruption in delivery. The pump was on a 1 unit/hour basal program for 24 hours during the investigation; the pump history indicated the tdd accurately recorded. The pump was tested for flow accuracy and was found to be within specifications. The reported inaccurate delivery complaint was not duplicated during investigation. Unrelated to the complaint, a crack was observed between the case seal and keypad cover. Also unrelated to the complaint, the battery compartment was observed to be cracked below the bumper traveling toward the case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).